Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1694 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (redt1694) have been reported from the same facility in (B)(6).

Event description:
It was reported that a powermidline was inserted in a patient on (B)(6) 2020 by an anesthesiologist. The full length of catheter was inserted. After a while, the patient presented with thrombosis symptoms. An ultrasound showed a large thrombus extending from the insertion site to the subclavian vein. The patient had been receiving cefuroxime and vancomycin through the midline to treat an endoprosthesis infection. The patient had also been receiving enoxaparin injections prior to the thrombus development for prophylaxis. The powermidline was removed on (B)(6) 2020. A new powermidline was inserted on (B)(6) 2020 by the same anesthesiologist.